Event description:
A vns surgeon reported that during generator replacement surgery for end of battery life a lead break was noted. No incidents were reported by pt or caregivers prior to the lead break which might have contributed to the break. During surgery when the implant site in the neck was exposed, both wires between the helices and the bifurcation were broken. The surgeon did not wish to remove the helices, so re-sited the new lead coils below the level of the old ones. No high impedance was attained preoperatively prior to the generator being at end of battery life. The pt had not been having regular diagnostic testing performed on their device to check function. The explanted lead is at the MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.